Manufacturer narrative:
The power supply was adjusted to bring output reading into specification. Service has already been performed and system has been checked to confirm that the measurements are within specified output range.

Event description:
(B)(6) reported that the xray dose measurements as kvp readings were higher than specified range. It is 137 kvp for tbone scan and 133 kvp for sinus scans. (Spec range 122-128 kvp). The power supply was adjusted by xoran service representative to bring output reading into specification. Service has already been performed and has been confirmed that the measurements are now in range. Report is submitted as this represents a condition of higher than specified x-ray dose.